Event description:
Patient underwent original surgery on (B)(6) 2011, for posterior spinous process fusion at l4-l5. Patient complained of pain and x-ray was taken showing evidence that locking plate did not remain locked. On (B)(6) 2012, patient underwent revision surgery to remove locking plate, and replace with nuvasive armada pedicle screw system.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the sp-fix locking plate, 38mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.